Manufacturer narrative:
Insulin pump received with broken reservoir tube lip noted. Insulin pump passed displacement test. The test reservoir was able to stay locked in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and the broken from top of reservoir compartment. The customer¿s blood glucose level was 123 mg/dl. Troubleshooting was performed for damage and noticed the reservoir was locks in only on one side of the reservoir. Customer troubleshoot was performed. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.